Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) would not inflate. The device had fluid loss. The system was replaced with a 21cmx12mm ipp. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.